Event description:
It was reported that the customer had an issue in early (B)(6) 2014, but did not have any details on them about the incident. Customer's parent stated that the customer's dad did not insert the infusion set correctly and it resulted in a high blood glucose level and hospitalization. Customer called in for a belt clip and mentioned the hospitalization during the outreach questioning. Customer was in a rush to get off the phone due to a family outing. Customer's parent stated that it was user error and not related to the pump functioning. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).